Manufacturer narrative:
The product was returned for analysis. Device evaluation is not complete; evaluation is in progress. Pre-repair inspection of the device confirmed the device was noisy and the device overheated. Pre-repair temperature results at 1 minute are the following: rear - 27.6 degrees c, middle - 30.1 degrees c and nose - 52.8 degrees c.

Event description:
It was reported that during a tympanoplasty procedure, the visao drill generated abnormal noise and overheated. A back-up device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation of the device indicated the customer complaint of heat was duplicated. The ball, o-ring, release collar, collar bearing and other components were degraded by dirt, stain and rust. Burs were not able to be inserted in the collet of the handpiece smoothly. Motor cable assembly, ball, o-ring, release collar, collar, bearing and other components were replaced. The device was repaired, tested to manufacturer product specifications and returned to the customer. Conclusion: device repaired and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.